Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned o2 gas module has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced o2 gas module was faulty. However, it is still the most probable cause of the issue. Please note that the e. Initial reporter, 1. Name and address information has been corrected as the following: event site city has been corrected from previously: tokyo to the corrected one: nagoya-shi the event site address has been corrected from previously: 35-8, hongo, 2-chome, 1138420 to the corrected one: 390 ichibagi-cho, nishi-ku.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).